Event description:
Dr was performing a cholesteatoma tympanomastoidectomy. Only one of two sets of electrodes placed on the patient was responding. The dr stated that this was adequate and commenced with the procedure. In a follow up discussion between the or staff and the area sales manager, it was stated the nim signaled when the facial nerve was damaged, and it was not the nim's fault. The facility staff indicated that the nerve did not follow a normal path. The patient was transferred to the facility and another dr for additional treatment.

Manufacturer narrative:
This product was being used for treatment. Reference also medwatch report numbers 1045254-2009-00050 and 1045254-2009-00051 for this event. Specific patient's information was not provided to medtronic after multiple requests: such as; was additional treatment required, weight, outcome, and the patient's age of this medwatch is approximate based on the dob of 1969. The surgery actually occurred in 2009 and medtronic was not notified of the event until the following month. A product analysis was performed by the hospital's biotech department and no fault could be found with the nim. Despite requests, the facility has not been willing to return the product to medtronic for a product analysis to determine if the product meets specification or contributed to the reported incident. Annual comprehensive testing and calibration by medtronic is recommended at yearly intervals. The nim has been in the field for over 7 years without being sent in for service, calibration, or testing. The unit has been placed back into service at the facility. A review of the manufacturing records showed no anomalies. The user guide includes but is not limited to; the system does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skill, experience, and anatomical knowledge to prevent damage to nerves. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg response to direct or passive nerve stimulation.

Manufacturer narrative:
This report will serve as a supplemental to the following 3 initial reports: 1045254-2009-00050; 1045254-2009-00051; 1045254-2009-00052 all filed for one(1) event. Per medtronic quality engineering's review of the facility's biomedical engineering evaluation from medwatch #(B)(4), the results are as follows: the biomed test results provided in the medwatch form were reviewed. Per the biomed test results, the stimulus output was measured to be lower than the specified ranges in both the voltage and current measurements. The biomed test results report that continuity of ¿patient wires¿ was ¿okay¿ (interpreted to be that the electrodes were tested for continuity and found to have electrical continuity through the wire). Based on this information, a potential out of specification condition was identified with the capital equipment. Appendix d of the nim response user¿s guide (68e3247 rev d) details the system¿s technical specifications. In the ¿stimulator¿ section of appendix d, the stimulus type is specified as ¿constant current¿ with a range of ¿0-3ma, maximum 12 v compliance.¿ the stimulus measurement is specified as ¿.01-3.0ma +/- 0.02ma.¿ the stimulus signal is generated by the nim response mainframe (model 8250001 in this report), carried through the patient interface (model 8250200 in this report), and then through the stimulus probe. The medwatch form does not disclose the type of stimulus probe being used. It also does not state whether the probe functionality was checked or verified by the biomed. Medtronic xomed product instruction 8250001 rev n was reviewed. ¿module 3 unit final testing 3¿ section 9.b.4, sub-sections h-o, contain the measurements that are referred to in the medwatch report. The pulse measurement (in medwatch report, referred to as ¿step 12¿) is intended to be performed by connecting a 10 kilo-ohm load across the stimulus jacks on the patient interface and taking the voltage reading directly across this resistor. The medwatch report does not state the specific methodology used to perform this test. Assuming that the biomed test was performed correctly, the below-specification voltage level is correctly reflected by the below-specification measured currents. The current measurement is determined by the nim system and displayed to the user on the mainframe display. The level of stimulus delivery itself does not directly affect the system¿s ability to monitor nerves; however, if too low of a stimulus setting is used, there may not be sufficient stimulus for the nerve to react. The purpose of displaying the current measurement to the user is so that the user can verify the actual amount of current being delivered to the patient. The user may use this information to choose to increase or decrease the stimulus setting in order to deliver the desired amount of current for the appropriate nerve response. It is understood from the medwatch report that the nerve on channel 1 did not appear to have a response to stimulation, while the nerve on channel 2 did. No stimulus responses were seen on channel 1 even after the electrodes were replaced. From this information, it is concluded that the nim system was able to deliver stimulus effectively enough to stimulate, and therefore monitor, the nerve on channel 2. The amount of stimulus used on channel 1 and channel 2 should be the same for this procedure. Based on the information provided, there is no reason to believe that the user may have been utilizing more than one stimulation circuit. Therefore, there is no reason to believe that the amount of stimulation being provided would be insufficient to monitor the nerve on channel 1. The user¿s guide includes this warning: ¿the nim-response does not prevent the surgical severance of nerves. Monitoring is only a technical aid to identification and location of nerves; it does not replace the surgical skills, experience, and anatomical knowledge necessary to visually locate nerves and surgically avoid their severance.¿ it is stated in the medwatch report that ¿the facial nerve had a much more lateral course than what had been anticipated.¿ if the electrodes for the nim system are not properly placed with respect to the nerve, the nim system will be unable to monitor or detect them. From this statement in the medwatch report and based on other information contained in this investigation, the ¿most likely¿ cause of the facial nerve damage is considered to be that the electrodes were not placed in correct position with respect to the patient¿s individual anatomy.